Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning and itchy irritation on his back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse called into zoll to ask about treatment for the irritation, and reported that she will advise the patient to use unscented water-based lotion on the skin irritation. Follow up indicated that the skin irritation improved.